Manufacturer narrative:
(B)(4). Investigation summary: customer complaints about fm found in the infusion bottle. According to jfrl report, visual inspections of the fm found reveals that this is greyish white and has elasticity. Fm found was analyzed by infrared absorption (ftir). Based on the spectrum obtained, it is concluded that the fm is made of substances made with hydrocarbon chain and talc. This chemical analysis matches with the compositions of the membrane used in phaseal devices: the membrane is made of thermoplastic elastomer, which contains hydrocarbon chains in it structure. The talc is used in assembly process to lubricate the movement of the membranes through the assembly machine. The technician who usually performs the fragmentation test, explained that the photograph that shows the fm at the microscope (jfrl report) seems to be membrane and talc. Therefore, based on the analysis of the information provided by jfrl, it seems that fm found inside the infusion bottle is coring come from the membrane of the connector when it was punctured by the injector. Several factors have impact on coring tendency: a) human error: performing multiple injections on the membrane could lead to fragmentation. B) machines: if membrane is excessively welded, consistency is higher and elasticity lower, and once it is pierced by the needle, it could provoke membrane fragmentation. C) design and dimensions of the needle influence the tendency for coring, especially regarding the production of larger cores, cut out from the rubber stopper by the needle edges. Phaseal needles are designed to reduce occurrence of coring. As the lot is unknown, it is no possible to check the device history record. Investigation conclusion: coring. Customer complaints about fm found in the infusion bottle. According to jfrl report, visual inspections of the fm found reveals that this is greyish white and has elasticity. Phaseal needles are designed to reduce the coring tendency. If coring comes from membrane: a) human error: performing multiple injections on the membrane could lead to fragmentation. B) machines: if membrane is excessively welded, consistency is higher and elasticity lower, and once it is pierced by the needle, it could provoke membrane fragmentation. C) materials: needles. See below. If coring comes from rubber stopper: d) materials: rubber stopper. Quality of rubber stopper will impact the occurrence of particles. The larger the percentage of inorganic filler in the rubber stopper, the more often cores and fragments will be produced. Capping conditions have shown to have significant effect on coring tendency. The type of crimping device used as well as the sealing force will have an influence on coring. E) materials: needles. Design and dimensions of the needle influence the tendency for coring, especially regarding the production of larger cores, cut out from the rubber stopper by the needle edges. Phaseal needles are designed to reduce occurrence of coring. Root cause description: different factors impact on coring tendency. It no possible to know which of them produced the coring.

Event description:
It was reported that during use, a bd phaseal¿ l connector c90j was found with foreign matter. ¿a small white cotton was found in the infusion bottle.¿ there is no report of injury or medical intervention.